Manufacturer narrative:
Additional information: according to the information received from the field damage to the reference electrode caused by the reported mechanical impact seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The child fell and hit his head around (B)(6) 2024, and then suddenly didn't hear. The user has been re-implanted.

Event description:
About 3 weeks ago, the child fell and hit his head, and then suddenly didn't hear ((B)(6) 2024). Further medical intervention is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell and hit his head around (B)(6) 2024, and then suddenly didn't hear. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.